Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was turned off for 24 hours. There is some confusion about how the device was turned off. The patient was in the hospital for surgery. There is no report of any therapy delivery issues.,